Event description:
It was reported that the customer reported that a light sensitive drug set leaked. This occurred during patient infusion. The reporter stated that the set ruptured at the connector between the set and an unknown infusion pump. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer; therefore an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.